Event description:
It was reported that this right atrial (ra) lead exhibited a possible fracture which caused the device, new ra lead, and rv implanted on the right side. This ra lead was surgically abandoned. No additional adverse patient effects were reported.